Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had vascular congestion issue after implant. Recently, the patient reported that the patient's skin was getting pink and breaks down in sweat just localized around the device site. The health care professional (hcp) was concerned that the vascular issue near the device could be related to slow infection. The patient will continue to be monitored. The rv lead remains in service. No additional adverse patient effects were reported.